Event description:
It was reported that approximately six months post port placement, the port allegedly had a leak. It was further reported that the septum was allegedly found to be detached upon removal. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products are identified.

Event description:
It was reported that approximately six months post port placement, the port allegedly had a leak. It was further reported that the septum was allegedly found to be detached upon removal. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products are identified in d2 and g4. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport slim implantable port attached to a catheter was returned for evaluation. Gross visual, microscopic visual, tactile and functional evaluations were performed on the returned device. During visual evaluation, the port septum was found partially dislodged from the port body. Further during functional evaluation, leak was observed from the dislodged septum upon infusion. The investigation has confirmed for the reported septum dislodged and leak issues. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.